Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
Device report 1 of 3. Reference MFR reports: 1627487-2012-09070, 09071. The pt received the scs system on (B)(6) 2011. It has been reported the pt has not been feeling well and has reported that her back is sore. Upon examination, it was found that her mid back incision area is swollen and has turned red. The physician drained the area of 20+ cc fluid which he determined to contain pus. A culture has been taken to rule out any infection. The pt is being treated with oral antibiotics. No further info is available at this time.